Event description:
The tech alleged the side rail is not staying up when raised. No pt impact.

Manufacturer narrative:
The tech found the side rails had broken side arms. The tech replaced the side rail side arms to resolve the issue.